Event description:
Manufacturer representative reports patient experiencing shocking, surging down arm and feeling of electricity in head as well as dyskinesia and right arm weakness. Impedences were checked showing normal results except one combination that was not currently being used in programming. Report indicates patient also has a pacemaker. During troubleshooting, additional information was received from hcp. Patient has been having focal seizures contributing to the above listed symptoms. It was not reported whether the patient has a history of seizures. No report of device explantation. No additional information on patient symptoms or outcome available at the time of this report. A follow up report will be sent if additional information is received.